Event description:
It was reported that the customer had high blood glucose levels of 162 mg/dl. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The no delivery alarm was resolved by a complete infusion set change. The customer was advised that the reservoir of the insulin pump was occluded. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).